Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic after receiving vibratory patient notification alert, device was found to be in backup vvi mode. Device was re-programmed to nominal settings. Patient was stable.